Event description:
Reported due to infection. Reportedly the pt had an arteriotomy closure with a perclose a-t (closer ak) device following an unknown procedure at an unknown date. The pt returned to the facility with a reported groin infection. Unspecified cultures were done and the results were negative. Surgery for debridement was done. Although requested, no additional information is available.